Manufacturer narrative:
Initial.

Event description:
It was reported that meal announcements on the ilet bionic pancreas were not always made or did not register over several weeks, and the caregiver requested guidance on confirming whether a meal announcement went through. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and review of information provided, which included education on checking meal announcements in the app and instructions to contact support to confirm entries. Investigation of this case revealed no device problem and identified a usage issue related to meal announcement procedure and user interface interaction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.